Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-90mg/dl fasting. Verified the strips expire 11/26/2016 and that the strips were first opened (B)(6) 2015. Customer confirms the strips are stored properly. Customer performed back to back blood test, 146mg/dl and 96mg/dl fasting. Reviewed meter memory: (B)(6). Customer states concern when 170mg/dl obtained fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned for evaluation.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-90 mg/dl fasting. Verified the strips expire 11/26/2016 and that the strips were first opened (B)(6) 2015. Customer confirms the strips are stored properly. Customer performed back to back blood test, 146 mg/dl and 96 mg/dl fasting. Reviewed meter memory: 81 mg/dl (B)(6) 2015 06:12 am fasting: yes; 64 mg/dl (B)(6) 2015 10:00 pm fasting: yes; 83 mg/dl (B)(6) 2015 06:00 am fasting: yes; 170 mg/dl (B)(6) 2015 09:54 pm fasting: yes; 113 mg/dl (B)(6) 2015 10:34 pm fasting: yes. Customer states concern when 170 mg/dl obtained fasting. No adverse event reported.